Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was inadvertently implanted under the rib cage causing a pneumothorax. Boston scientific technical services (ts) recommended electrode repositioning. Additional information received indicates that there also appeared to be evidence of pericardial effusion (albeit present at a moderate level). Given the lead location, the electrode may be in contact with the apex of the heart (over the left ventricle); however, the CT resolution was not clear/definitive. The main clinical concern is that the patient is likely experiencing pain because of the electrode position; this would be due to the course of the electrode transitioning the pleura region. However, it may also be possible that the electrode is impinging a neurovascular bundle, as it passes underneath one of the ribs in the anterior axillary line in combination with a potential pericardial interaction. Additional information received indicates that despite our recommendation to reposition, the physician has elected not to perform any intervention.